Event description:
Customer reported issues with the insulin pump. Customer states that there is a display anomaly. The blood glucose reading is unknown. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
After battery installation, the insulin pump had an unexpected display saturated with pixels and not legible. The problem was isolated to the liquid crystal display board. The displacement test could not be performed due to the display anomaly. The motor was tested outside of the device and passed. The insulin pump was received with a cracked case at the display window corners, a cracked belt clip slot and minor scratches on the display window.